Event description:
Procedure type: esophagus. According to the reporter: the surgeon could not secure enough space in cavity and had difficulty connecting the orvil anvil onto the instrument shaft. Surgeon tried connecting the units several times, but was unable. Procedure was subsequently converted from thoracic to cervical anastomosis and the tissue was manually sutured. Bleeding over 500cc was reported. The pt is currently under observation.